Event description:
It was reported that the a-p slider of a crwpbs (phantom base assembly) had a tolerance problem and the part was too loose which resulted in a loss of accuracy. There was no pt contact or injury involved with this report.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.